Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotic (further details not reported) for the event. The cause of the cloudy effluent and patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.